Manufacturer narrative:
Approximate age of device: 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with symptoms of a fever and generalized fatigue. Infection workup was performed and was positive for streptococcal bacteremia. The source of the bacteremia was unclear. An echocardiogram was performed and negative for endocarditis. The account noted that after the bacteremia was identified, the patient experienced an occipital hemorrhage and subdural hematoma. Per the account, the patient is out of the hospital and completed the intravenous (IV) antibiotics. The patient was treated with vancomycin. The patient was started on lifelong amoxicillin.

Event description:
Additional information received on 8feb2019 stated the had been in the hospital since (B)(6) 2018 upon presentation of sepsis.

Manufacturer narrative:
The stroke event was reported under MFR # 2916596-2018-05163. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A specific cause for the reported infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas and the reported occipital hemorrhage/subdural hematoma could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists infection (local, pump pocket/pseudo pocket, and driveline) and bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU document provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momemntum 3 trial. The gtin unique device idientifier for the commercial heartmate3lvas is (B)(4).